Event description:
Customer reported a loss of fiber vaporization at 151,137 joules. The case was completed with a second fiber and the patient outcome was reported as good. There was no injury reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report indicated loss of fiber vaporization, which is not considered a reportable issue. The failure analysis disclosed that the fiber cap was charred and drilled through. The fiber cap condition would prevent proper fiber function; the cap conditions would also result in a diffuse beam and or a forward firing condition, which has been identified as a potential risk and safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or technique and anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber. The product labeling states that tissue contact or tissue probing may cause fiber damage or breakage. The component codes fiber refers to the device code output issue. The component codes fiber and cap refer to the results code thermal problem.